Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an untreated episode with oversensing of noise and changes in amplitude morphology measurements. The field suspected an electrode issue, however x-rays did not show any abnormalities, and review of the untreated episode by boston scientific technical services confirmed the noise did not appear to be related to an electrode issue. No inappropriate shock was ever provided. Testing of the system was able to reproduce noise in both primary and secondary vectors with alternate not being an option. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an untreated episode with oversensing of noise and changes in amplitude morphology measurements. The field suspected an electrode issue, however x-rays did not show any abnormalities, and review of the untreated episode by boston scientific technical services confirmed the noise did not appear to be related to an electrode issue. No inappropriate shock was ever provided. Testing of the system was able to reproduce noise in both primary and secondary vectors with alternate not being an option. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.